Event description:
A surgeon reports a broken haptic was observed following implantation of the intraocular lens. Review of a video provided by the surgeon revealed enlargement of the incision was required to accommodate removal of the lens.